Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the unit was not cutting properly and skipping, causing the blade to cut deeper than they wanted. No information is available regarding procedure delay and harm/injury. No adverse events were indicated as a result of this event. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: review of the most recent repair record determined that the unit rpms was under specifications. The spring seal and bearings were replaced and the eccentric shaft was cleaned to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.